Event description:
It was reported that a detachment occurred requiring additional surgery. The 60% stenosed, moderately tortuous and severely calcified target lesion was located in the left main artery. During intravascular ultrasound (ivus) with an opticross hd, imaging with a lot of artifact was visualized. After failed run, the catheter was removed normally through the guide and it was noted that the tip (approximately 2 cm) had broken off in the coronary artery. The detached tip became lost in the patient and no attempts were made to retrieve the fragment. An additional ivus catheter was used to complete the procedure. No symptoms experienced during the procedure or the day after. The patient denied offered retrieval procedure the following day. 8 months post procedure, a bypass surgery was planned to address growing atherosclerosis and the catheter tip was removed at this time.

Manufacturer narrative:
Correction: b1 adverse event/product problem. Device evaluated by manufacturer: only the imaging window of the device was retuned for analysis. Kinks were visualized in the imaging window assembly. Functional inspection was completed using a test guidewire. The wire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. An imaging test could not be performed as only the imaging window was returned for analysis. The reported event of poor image could not be confirmed. The reported tip detachment was confirmed.

Event description:
It was reported that a detachment occurred requiring additional surgery. The 60% stenosed, moderately tortuous and severely calcified target lesion was located in the left main artery. During intravascular ultrasound (ivus) with an opticross hd, imaging with a lot of artifact was visualized. After failed run, the catheter was removed normally through the guide and it was noted that the tip (approximately 2 cm) had broken off in the coronary artery. The detached tip became lost in the patient and no attempts were made to retrieve the fragment. An additional ivus catheter was used to complete the procedure. No symptoms experienced during the procedure or the day after. The patient denied offered retrieval procedure the following day. 8 months post procedure, a bypass surgery was planned to address growing atherosclerosis and the catheter tip was removed at this time.